Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the housing to be damaged from transit. Olympus lamp life meter was reading below 50 hours, the light output measured within specifications. The main power switch was up to date, the fan was running ok, and the air pressure tested ok. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during inspection, a crack in the device was noted and it appears to be damaged while in transit on the evis exera iii xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.